Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user's test strip had poor storage.

Event description:
Consumer complaint of lo blood glucose test results. Expected non-fasting blood glucose test result range is 109 to 115 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed during call on (B)(6) 2015 produced results of lo. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(4) 2015. Recall test results performed non-fasting from meter memory: lo. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Consumer complaint of lo blood glucose test results. Expected non-fasting blood glucose test result range is 109 to 115 mg/dl. Customer feels well and did not report any symptoms. Medical intervention is not required currently or prior to the call on (B)(6) 2015 as a result of the meter's readings. Currently taking medication to manage diabetes. Blood test performed during call on (B)(6) 2015 produced results of lo. Verified storage of product is not within instructed specification. Test strip lot manufacturer's expiration date is 06/30/2018 and open vial date is (B)(6) 2015. Recall test results performed non-fasting from meter memory: (B)(6). Adverse event not reported.